Event description:
The site reported the following: a young female with a dvt (deep vein thrombosis) located in the iliac vein continuing into the vena cava was treated with an angiojet solent omni thrombectomy set. She was reported to have been treated while lying on her abdomen and was accessed vai the vena poplitea. A procedure time of 480 seconds was used because the vessel was completely occluded. The procedure was finalized successfully. Immediately post procedure the patient's kidney function had ceased. Emergency IV infusion therapy was started. After two hours of IV therapy the kidneys resumed functionality. The patient is reportedly doing fine.

Manufacturer narrative:
The customer reported no issues with the thrombectomy device and therefore the device was not returned for evaluation.